Event description:
During routine testing of the device, the customer observed that the pacer would not turn on. No alarms were noted at the time of the observed event. There was no pt involved in the reported event.